Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in the patient and was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a rotator cuff repair on his right shoulder on (B)(6) 2018. About 4 days post-op, the patient began to experience hives all over his body and eczema on his chest. The patient went to see his primary physician and was prescribed prednisone. The symptoms were temporarily relieved but came back about a week later. The patient then went to see a dermatologist and was prescribed prednisone again. The eczema was temporary and the patient has not experienced it since the first dose od prednisone was completed. The hives were still present so the patient went to the dermatologist for a second time. This time, a biopsy was performed and results came back as urticaria. The dermatologist prescribed prednisone once again. He has since seen a new doctor and an allergist however, is still experiencing hives. Patient stated that he has had many surgeries involving implants over the years, including knee/hip surgeries in 2004 and has never had any reaction type issues in the past. The current reaction issues occurred almost immediately after implantation of the arthrex device on (B)(6) 2018